Manufacturer narrative:
Patient age: the exact age of the patient is unknown, however the patient was reported to be over 18. (B)(4). A visual evaluation was performed on the returned device. It was found that the stent was bent. The guide catheter was kinked/bent and stretched in several locations throughout. The suture was detached and missing. The suture hole on push catheter was partially torn. The push catheter was bent. A functional evaluation for stent deployment was not performed due to the returned condition of the device. Based on the product analysis, it is likely that procedural/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. Device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the delivery system to bend/coil leading to kinks and bends in the device. With the catheters bound by kinks and bends, the device would fail to deploy the stent. Force to deploy the stent could cause stretching of guide catheter. The suture was broken and suture hole was torn likely while attempting to deploy the stent. Therefore, 'operational context' is selected as the most probable root cause for the complaint.

Event description:
It was reported to boston scientific corporation that a flexima¿ biliary stent was used in an ercp procedure performed on (B)(6) 2015. According to the complainant, while attempting to deploy the stent, the guide catheter could not be withdrawn, therefore, the stent could not be deployed. The physician removed the device and completed the procedure with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable". This event has been deemed a reportable event based on the investigation results; stent kinked.